Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient once had a pump that became unanchored and needed to be re-anchored. Additional information has been requested; a follow-up report will be sent when it becomes available. .